Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Reported defect not reproduced with returned meter and test strip. On qc investigation on 11/29/2018, returned meter and test strips produced e-7 results. Final root cause: rc-001 - miscellaneous user induced contamination on the strip connector. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with results obtained of 199 and 300mg/dl. The expected fasting blood glucose test result range is 120-140mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 04/24/2019 and open vial date is last month. The meter memory was reviewed for previous test result history. (B)(6).